Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017, and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 09, 2017.

Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient experienced intermittency with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. The patient is currently being monitored by their healthcare provider. It is unknown if there are plans to explant the device as of the date of this report.